Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during service check on unspecified date, the thermogard xp ivtm system (sn: (B)(4)) displayed a tcmid: 05 (coolant diff failure) error message. No patient involvement was reported.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was not returned to zoll for evaluation. However, the console was functionally tested at customer site the reported complaint was confirmed during event log review. Lm34 temperature probe was replaced to remedy the tcmid: 05 (coolant diff failure) error message. After replacing the part identified during service, the thermogard console met its performance specifications or otherwise performs as intended. Performance specifications include all claims made in the labeling for the device. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4). Customer site.